Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the controller caught fire while in a shed.

Manufacturer narrative:
Provider replaced the transaxle and replaced a new wheel. Unit is working properly.

Event description:
Provider alleges the controller caught fire while in a shed.